Event description:
It was reported to bsc/target that during the deployment of the gdc 10-3d 3d-shape synerg detection circuit, one to the loops did not stay in the aneurysm. The physician decided to retrieve the device but found resistance, so the entire system was pulled back. At that point, he noticed that the device had detached. The patient was reported to be in poor condition; however, at this point it is unknown if the condition of the patient is related to the problem encountered. Additional information will be requested regarding the patient's condition.